Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
In manufacturer's report (MFR) # 3007566237-2017-05248 the following information was reported: "a manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient presented with cecal volvulus and wrapped around the leads. The implantable neurostimulator (ins) had to be removed. The issue was resolved at the time of the report. No further complications were reported/anticipated." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the cecal volvulus wrapped around the leads event will be reported under this MFR.